Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient's scs leads were repositioned and her scs anchors were replaced due to lead migration. The issue was resolved with the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.